Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 215 mg/dl. The customer stated that the insulin pump did not turn on. The device will be returned for the analysis.